Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visually inspected the sensor patch and no issues were observed. Data was successfully extracted from the returned sensor using approve software. Sensor data was analyzed . No other abnormalities were observed with the sensors data. Therefore, issue is not confirmed due to lsa ( late sensor attenuation ) . An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. The customer reported replace sensor error message. Attempted to replicate the customer's complaint using similar configurations [iphone 11 pro with ios 16.6 for app version 2.8.1.6120] and the reported issue was unable to be replicated and the system and functioned as intended. There were no issues identified with the freestyle librelink app during replication that would have led to the reported issue. Therefore, the complaint is not confirmed all pertinent information available to abbott diabetes care has been submitted.

Event description:
A replace sensor error message was reported with the adc device in use with iphone 11 pro, os 16.6, app version 2.8.1.6120 and customer was unable to obtain readings. As a result, customer experienced sweating and a loss of consciousness and was unable to self-treat, requiring non-healthcare professional administration of sugar and coca cola for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer¿s product data has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A replace sensor error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced sweating and a loss of consciousness and was unable to self-treat, requiring non-healthcare professional administration of sugar and coca cola for treatment. There was no report of death or permanent impairment associated with this event.